Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
This MDR 2029214-2015-00058 was inadvertently created and is a duplicate of the reported event for MDR 2029214-2015-00056. Please void this MDR 2029214-2015-00058. (B)(4).

Event description:
Treatment of an unruptured saccular aneurysm located in the superior hypophyseal segment of the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.50mm x 16mm) did not achieve full wall apposition and was removed by trapping the pipeline braid between the capture coil and the catheter. The patient was then treated with larger pipeline (5mm x 16mm) without issues. Post procedural angiography showed slow flow into the aneurysm. No patient was reported as a result of the procedure.